Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The customer indicated that the device would not be returned for evaluation. The serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) novum iq large volume pumps under-infused during patient therapy. This report addresses one of the pumps involved. The pump was programmed to infuse a 1000ml bag of fluid (medication not provided), over one hour. After one hour, when the pump indicated the infusion was complete there was approximately 400ml of fluid remaining in the bag. The volume to be infused was reset to 400ml and when the pump indicated again that the infusion was complete there appeared to be approximately 250ml remaining in the bag. An unspecified "serious injury" was reported with the outcome of hospitalization. No further information was provided regarding the event.